Manufacturer narrative:
H11: additional manufacturer narrative: at the time of the reported event the device was still implanted in the patient (planned redo surgery). Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 60-year-old patient with a 29mm inspiris resilia valve implanted in the aortic position was showing signs of calcific-degeneration after an approximate implant duration of six (6) years and four (4) months. During a follow-up echo, it was observed leaflet thickening and calcification of the right and non-coronary cusps with no gradient increase (9mmhg). Reportedly, valve was showing an area/index of 1,3cm2/m2 and a velocity of 1,9m/sec. Patient was asymptomatic. A redo surgery was planned.

Manufacturer narrative:
Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this 60-year-old patient with a 29mm inspiris resilia implanted in the aortic position was placed under consideration for a redo surgery after an approximate implant duration of six (6) years and four (4) months due to calcific-degeneration. During a follow-up echo, it was observed leaflet thickening and calcification of the right and non-coronary cusps with no gradient increase (9mmhg). Reportedly, valve was showing an area/index of 1,3cm2/m2 and a velocity of 1,9m/sec. Patient was asymptomatic. No redo surgery planned yet, patient will be kept under close observation.